Event description:
Medtronic (covidien) received report that two pipeline flex devices did not open distally during flow diversion treatment of left, amorphous paraophthalmic carotid aneurysm. Two pipeline flex devices had already been implanted during the procedure without any issues. A third pipeline flex was attempted to be deployed inside the first two pipeline flexes. The physician unsheathed approximately half of the device, but it did not open (2029214-2015-00751). The physician continued to deploy the pipeline flex around a curve. The proximal end was opening and apposing the wall. The physician resheathed the entire device up to the tip coil marker and re-attempted deployment. The pipeline flex was again unsheathed, but was not opening distally. Device was again resheathed. The pipeline flex was deployed a third time; it was observed under fluoroscopy that the distal end braid appeared to be damaged. The device was resheathed and subsequently the microcatheter and pipeline flex were removed together. A fourth pipeline flex was selected to finish the procedure and behaved similarly to the third pipeline flex. The physician attempted to push stent out as opposed to unsheathing, however, the device did not open distally (2029214-2015-00752). After two attempts, the distal braid of the pipeline flex was observed to be damaged under fluoroscopy. The pipeline flex and microcatheter were removed from the patient. To finish the procedure a pipeline classic device was used. No patient injury was reported as a result of this procedure. The devices will not be returned as they were discarded after procedure.

Manufacturer narrative:
The lot history record review of the reported lot numbers showed no discrepancies that may have contributed to the reported experience. The pipeline flex device was not returned for analysis. Based on the customer's photos, the customer's complaints could not be confirmed. The cause for the experience reported could not be determined as the pipelines were fully opened with damaged braids. It is possible that the damage to the braids on the distal ends of the pipelines is the result of the physician resheathing the devices more than the recommended two times subsequently causing failure to open. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Same event as reported in MDR# 2029214-2015-00752. (B)(4).